Manufacturer narrative:
(B)(4).

Event description:
It was reported the luer hub was leaking during use. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
It was reported the luer hub was leaking during use. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for investigation. Evidence of use was observed. Visual inspection revealed the distal extension line contained a small hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The total length of the catheter body measured to be 16" which is within the specification of 15 3/4" - 16" per product drawing. The outer diameter of the distal lumen measured to be 0.09510" which is within specifications of 0.093"-0.097" per product drawing. The inner diameter of the distal lumen measured to be 0.056", which is within specifications of 0.055" - 0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." Water leaked out of the hole in proximal line. A manual tug test confirmed the proximal extension line was secure to its luer hub. A device history record review was performed, and the following potentially relevant findings were identified: for material c-15802-021d, a non-conformance was initiated for batches 13c21b1456, 13c21b0572, and 13c20m1630 in regards to extension line leak during use. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the proximal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue.